Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having to perform the fill tubing twice, while loading a cartridge. Customer was able to successfully load the cartridge and resume delivery. The customer's blood glucose level was in the 300's (mg/dl), and was addressed with manual injections.